Event description:
It was reported that during the procedure in the non-tortuous, non-calcified, mid left anterior descending artery for treatment of a 90% de novo lesion, pre-dilatation was performed using a 2.5x12 semi compliant balloon and a 2.5x15 rx xience v stent was deployed. A distal edge dissection occurred and a 2.5x15 xience v stent was deployed to cover the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.